Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was hard to push and some had to be pressed multiple times. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump had rain bowing effect on the display screen. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed displacement test and self test. No unexpected missing segment or partial display anomalies noted. (B)(4).